Event description:
Following a diagnostic catheterization, the physician achieved arteriotomy closing using the closer tsl 6 fr. Device in 2001. The pt was sent home with no swelling or other complications with a creatinin level of 1.5mg/dl. The pt went back to work on a forklift, but eight days later a problem developed. The next month, the pt presented to the emergency room at hosp with a high fever, a high white blood cell count, and decreased kidney function and a creatinine serum level of 3.1mg/dl. After admission, the pt received intravenous antibiotics. The creatinine serum started increasing, and the next day increased from 3.5 up to 4.2mg/dl. The pt was then sent home. Three days later, the pt was still having problems. The pt came in for an ultrasound which revealed a 5x6x8 hematoma; there was no evidence of an abscess or any flow to suggest pseudoaneurysm. There was some drainage. Two days later, the pt was admitted to another hosp for exploration then surgical repair of infected pseudoaneurysm. The surgeon said the vessel did not appear to have suture in it, or perhaps it could have pulled out during exploration. The surgeon said the access site hole in the artery appeared to be approx. 14mm long. The hole was longitudinal and looked like a 14 fr. Size. The surgeon cleaned the abcess and stitched the artery. The pt was discharged with no further complications.